Event description:
Patient had a total hip arthroplasty done on the left side approximately three and a half years ago, in which a metal plastic nonmodular neck prosthesis was used. Several days ago while arising from the commode, he felt a snap in his hip and immediate inability to bear weight.